Event description:
Caller reported a cgm error 42 relating to their sensor session. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and guided the caller through resetting the pump, resolving the issue successfully as the error code did not reappear, and the caller was able to start their sensor session.